Event description:
The complainant reported that a patient was escalated from an impella cp to an impella 5.5. During support chest radiography revealed bilateral pneumonia. Cultures sent. Later there was run of ventricular tachycardia, on amiodarone drip. Later care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Infection/ arrhythmia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Minor bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review the pump passed all the post sterile inspection checks.